Event description:
It was reported that the set screw was stripped prior to insertion. The healthcare provider (hcp) placed the lead in the hub and attempted to tighten. It was stated that 2 screwdrivers were used with the same result. The screw reportedly just kept spinning. The replacement implantable neurostimulator (ins) was used and the issue resolved. The patient status at the time of the event was alive and no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead product ID neu_wrench_acc, serial# unknown; product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy252903h ) showed ins setscrew cross- threaded. It also showed ins setscrew backed out too far. Final analysis of wrench accessory showed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.